Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted using two proglide devices with a 6f sheath prior to an interventional watchman procedure. The suture of the first proglide device was successfully preplaced. Reportedly, a cuff miss was noted on the second proglide device. The suture of another proglide device was successfully preplaced. The sheath was upsized to 14f and the watchman procedure was completed. Hemostasis was achieved using the two successfully preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.